Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # m4hm34.

Event description:
It was reported that during a rectosigmoidectomy procedure, the device (intraluminal stapler) locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.